Event description:
During follow up with a nurse, the nurse reported to baxter product surveillance that the home patient (hp) reported to her on (B)(6) 2012, there were two cassettes where a "bug" was noticed in the lines, see 1423500-2012-09585 for the second event. The hp reported that he noticed the bug during prime. One cassette had a bug in the patient line but the nurse did not know where the bug was located in the other cassette. The hp did not use either of these cassettes. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The assignable cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.